Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via email that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s mother reported the plastic ring around the reservoir compartment has come off. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit was received missing serial number label, missing reservoir tube o-ring, pillowing keypad overlay, cracked select button keypad overlay, minor scratches on case, corroded battery tube and minor scratches on lcd window.